Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient underwent subtotal hysterectomy with rectopexy and promontofixation using a mesh plate fixed with a tacker to treat pelvic organ prolapse, including rectocele and cystocele. Following the procedure, the patient experienced chronic and disabling symptoms including abdominal and lower back pain, pelvic pain, tingling/paresthesia in the pubic area, pain on the right side of the pubic bone, chronic constipation and dyschesia, urinary dysfunction (including stress urinary incontinence, dysuria, and incomplete voiding), gluteal pain radiating to the thighs and calves, sciatica, bilateral cruralgia, radicular pain involving the right s1 nerve root, and cognitive symptoms such as decreased attention, concentration, and memory. Over time, imaging and diagnostic tests, including multiple lumbar spine and pelvic MRI (magnetic resonance imaging) examinations, abdominopelvic CT (computed tomography) scans, pelvic ultrasound, and electromyography (emg) findings, revealed cysts near the mesh, spinal disc disease, neurogenic abnormalities, and peripheral nerve involvement, although the implanted mesh appeared unremarkable. Despite these chronic adverse events, no specific acute device malfunction or failure was definitively identified, and the patient continued to experience persistent pain, mobility limitations (walking with canes, limited distance), and neurological symptoms affecting quality of life.